Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had excessive no delivery alarms. Customer stated that the alarm seems to be sporadic. Customer stated that if she receives a low reservoir alert and don't change the pump or reservoir right away, then her blood sugar goes really high like she's not getting any insulin. Customer stated that the issue started about a month ago. Customer reported that she went to bed without changing the reservoir and woke up with a blood glucose level of 335 mg/dl. Troubleshooting was performed. Pump passed the displacement test and motor was functioning properly. Customer changes the set every 3 days. Customer was advised that some people need to change the set every 2 days possibly due to absorption issues. Customer was also advised to think about adjusting the low reservoir alert. Insulin pump will be replaced. No further assistance needed.